Manufacturer narrative:
Complainant name: (B)(6). Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent fracture occurred. The 4.0mm in diameter target lesion was located in the ostial left main vessel. A 12 x 4.00mm promus premier¿ drug-eluting stent (des) was used to treat the lesion; however, the stent was fractured at the level of the ostium of the common front after a 5.0mm x 8mm high pressure non bsc balloon was used for post dilation. A 4 x 8mm promus premier¿ des was implanted to secure the left main and completed the procedure. No patient complications were reported and the patient's status was okay.